Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit alarmed that the tube was obstructed with no flow. The staff turned the machine on and off and this appeared to fix the issue. There were no reports of patient harm.